Manufacturer narrative:
A correction is being made to the previously submitted g3 - date received by the manufacturer, which was not late. The correct date was 07jan, 2026.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during device evaluation, the bronchovideoscope, had no image. There were no reports of patient involvement.